Event description:
An article published by the cardiovascular and interventional radiological society of europe reviewed the "ten years of experience with the gore excluder stent-graft for the treatment of aortic and iliac aneurysms: outcomes from a single center study" (dr. Maleux, h.claes, a. Van holsbeeck, r. Janssen, a. Laenen, s. Heye, s. Houthoofd, I fourneau published on line on august 6, 2011). Between (B)(6) 1998 and (B)(6) 2010, a total of 121 nonconsecutive pts underwent implant of a gore excluder endoprosthesis. The 80 pts underwent treatment for an aortoiliac aneurysm and 16 pts underwent treatment for a common iliac aneurysm. These procedures were performed at the (B)(6) hospitals of (B)(6). The article described an event wherein the pt presented with left side claudication at six months a late complication involving limb kinking ws determined. The pt required reintervention and a wallstent stent was implanted.

Manufacturer narrative:
Further information regarding these events was requested but not available. The lot/serial number was requested but no provided to gore. A review of the manufacturing records for the device could not be completed. According to the gore excluder aaa endoprosthesis instructions for USA (IFU), adverse events that may occur and/or require intervention include, but are not limited to surgical conversion. Please not the article is attached to the medwatch report. Please note: article was published on august 6, 2011 - this date was input as the date of the event. Additional information about specific pts, devices, and events is not available therefore gore was not able to determine if any of these events were previously reported.